Event description:
The nrbc (nucleated red blood cell) result is being corrected on the advia 2120i with dual aspirate autosampler and then being recorrected via the centralink data management system. The technical solution center was able to determine that the advia 2120i with dual aspirate autosampler was performing according to specifications. No indication whether the sample was repeated or not. There are no known reports of patient intervention or adverse health consequences due this issue.

Manufacturer narrative:
Siemens filed the intial MDR on february 5, 2014. A siemens zone applications specialist worked with the customer and determined that the customer mistakenly changed a configuration setting on the advia 2120i with dual aspirate autosampler and that the issue was not with the centralink data management system. The siemens zone applications specialist worked with the customer to restore the proper advia 2120i with dual aspirate autosampler instrument setting and confirmed that restoring the instrument setting solved the issue. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the technical service center (tsc). Tsc helped the customer turn off the nrbc enumeration and to verify the test and host codes for wbc (white blood cell), wbcb (white blood cell, basophil method) and wbcp (white blood cell, peroxidase method). The customer ran a sample, which confirmed that the advia 2120i with dual aspirate autosampler system was performing according to specifications. Tsc will dispatch a technical application specialist to evaluate the customer's centralink data management system.